Manufacturer narrative:
Follow-up #1: date of submission 02/08/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/18/2017 with the following findings: a review of the black box showed one power on reset event associated with a call service 087 alarm. The pump powered on properly. The battery cap was able to fit for testing. The loss of power issue was not duplicated during the investigation. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours and no loss of power events occurred. Unrelated to the original complaint, moisture was found in the battery compartment. A leak test was performed and failed due to cracks in the battery compartment at the threads to the left side of the grip pad, and from the case seal to the bumper. The keypad was removed to find the down arrow button contact was cracked. Additionally, missing/persistent lines observed in the display. The pump was opened to find a failed display flex. A test screen was installed and functioned properly. The piston cap was missing from the pump. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.